Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report. The nkv-550 ventilator is designed to perform a system restart when software utilization goes beyond a certain threshold. This is done per design to provide a recovery mechanism in the unlikely event of a software failure and upon a restart, ventilation resumes in less than 30 seconds to minimize patient risk.

Event description:
It was reported that during patient use the graphic user interface screen froze. The ventilator made a loud high pitched beep (like when machine turns off) was heard. At the bottom of the frozen screen, it displayed a message "initializing vent" very faintly. This lasted 1-2 minutes then restarted patient ventilation with an error message stating "a critical thread in the breath delivery unit (bdu) software failed". It did not appear to be ventilating the patient during the episode. There was no patient harm and patient was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.